Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 578 mg/dl. Customer¿s current blood glucose level was 515 mg/dl. Customer was hospitalized several times due to high blood glucose. Customer also reported that they had diabetic ketoacidosis. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they experienced symptoms related to their high blood glucose such as feeling exhausted and upset. The customer was treated for the high blood glucose with homolog manual injection. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.